Event description:
We have received multiple reports of flickering lights when laryngoscope blades are connected to handles for intubation of patient airway. We have rt respiratory therapist go through and tighten the bulbs before each procedure. While it does resolve the issue, this is not the solution we had hoped for. The tightening requires pliers so that the bulb is super tightened for the light to work.